Event description:
Customer reported the monitors are going blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Customer did not want further troubleshooting of repair. The system operates as intended.